Event description:
It was reported that during an initial implant attempt of the right ventricular (rv) lead, the initial site was "insufficient", so the physician attempted to reposition the lead. Despite twenty attempts, the helix would not retract. The helix had been checked before the operation and no abnormalities were found. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 implantable pulse generator (ipg), (B)(6) 2014. (B)(4).